Event description:
(B)(6)clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2011, the patient presented due to silent ischemia and was referred for cardiac catheterization. The de novo target lesion was located in the 1st obtuse marginal branch (om1) with 90% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 2.25x24mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient had elevated cardiac enzymes and an mi was reported by the site. The patient did not experience ischemic symptoms. Coronary angiography revealed 60% stenosis in the om1. As treatment the patient underwent 3-vessel coronary artery bypass graft (CABG) with left internal mammary artery (lima) to left anterior descending artery (lad), saphenous vein graft (svg) to om1 and svg to right posterior descending artery (r-pda). The event was considered as resolved without residual effects and the patient was discharge.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).